Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after changing the pump supplies, the customer's blood glucose (bg) level was high. Tandem technical support offered to troubleshoot; however, the contact declined and stated that they were in contact with the local diabetes support.